Event description:
Related manufacturer reference number:2017865-2022-02720. The patient was presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold. The lead was repositioned. After the device was connected, the pacemaker exhibited a failure to capture. The pacemaker was removed and replaced. After the new device was connected, the right ventricular lead exhibited failure to capture and low pacing impedance. The physician decided to replace the lead. While removing the lead, the stylet was difficult to insert into the lead and the helix was difficult to retract. The lead was eventually removed and replaced. The new device and lead were performing properly and the procedure was completed. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and low impedance were not confirmed. The reported events of failure to retract helix and failure to insert stylet into lead were confirmed by analysis. Final analysis found that as received, a complete lead was returned in one piece. X-ray inspection found the inner coil was over torqued consistent with procedure damage. Electrical testing was normal with no anomalies found.